Manufacturer narrative:
Neither the product catalog number nor the lot number of the subject device has been provided; therefore, a device history record review could not be performed. The investigation is currently underway.

Event description:
It was reported that three stents were implanted in the fsa in overlapping technique. The stent in the mid section was found to be fractured a few days post implantation. An additional stent graft had to be placed to treat the patient. No patient injury was reported.